Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of hematoma as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed on the steerable guide catheter to report the access site hematoma. It was reported that on (B)(6) 2019 the mitraclip was implanted through the steerable guide catheter which was accessed through the right groin. On (B)(6) 2019 the patient had a small hematoma at the right groin. Manual pressure was applied and the condition resolved on (B)(6) 2019. The patient was discharged home on (B)(6) 2019. There was no adverse patient sequela. No additional information was provided.